Event description:
It was reported that the tibial component was revised, after the surgeon noted that the device had loosened.

Manufacturer narrative:
It has been indicated that the device is not available for eval.